Event description:
The customer reported to olympus the stent got stuck inside the channel of the evis exera ii duodenovideoscope. The reported issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was subsequently completed with a similar device. Due to this event, the procedure was prolonged 10-minutes. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the biopsy channel did not meet the standard for the cleaning brush passage. In addition to this finding, it was observed that there was foreign material stuck inside the biopsy channel. As a result, the suction function did not meet the standard. These findings were due to insufficient reprocessing of the scope or due to other handling issue. Upon further inspection, it was observed that the bending tube was shortened. It was also observed that the connecting tube had a scratch and a wrinkle. It was observed that the control unit: air, water and suction nut paint was peeling. It was also observed that the protector of the universal cord had a gap. Additionally, it was observed that the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to customer¿s handling. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: ·inspection of the instrument channel olympus will continue to monitor field performance for this device.